Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with mild tortuosity. The emboshield nav 6 embolic protection system (eps) was used, however, the distal end of the eps separated. A snare device was used to remove the separated portion. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported material separation. Based on the reported information and evaluation of the returned device, it may be possible that the barewire tip became caught within the anatomy or associated devices, and as the barewire was being retracted, the tip separated; however, this could not be confirmed. The unexpected medical intervention to retrieve the separated tip was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.